Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Device evaluation: photographs provided by the customer were evaluated. The photographs displayed the suspect lens and cartridge. The lens can be observed to be torn and the cartridge tip can be observed to be damaged. Due to no product received, no further evaluation could be performed and no further issues could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: the complaint issues could not be confirmed to be related to the manufacturing or design process. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lens deterioration during implantation of the preloaded monofocal intraocular lens (iol). Through follow-up, we learned that at the time of implantation, the surgeon inserted the cartridge in the eye and advanced the lens. The lens partially came out with only one loop, even though the plunger had already reached the end. For this reason, manual loading was chosen in order to use the iol. At that moment, the instrumentalist noticed that the plunger was chipped, the cartridge was deteriorated at the end, and the lens had a cut at the base of the loop. The surgical procedure was completed using another lens. No additional information was received.